Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2010 and (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, urinary problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent robotic lysis of adhesions on (B)(6) 2012 due to pelvic pain and pelvic adhesive disease. It was reported that the patient also underwent hysterectomy in (B)(6) 2012. (B)(4).